Event description:
It was reported that the patient underwent a lead and generator replacement. Following the surgery the products were discarded.

Event description:
Clinic notes were received for the patient's referral for a vns replacement. The notes stated that the reason for the replacement was due to high impedance. It was noted that x-rays were recently completed however there were no obvious lead discontinuities observed by the medical professional. These x-rays have not been reviewed by the manufacturer to date. No additional relevant information has been received to date. No surgical interventions are known to have occurred to date.